Event description:
The reviewed literature article contained a study that reviewed 183 post-evd insertion scans, where medtronic edm catheters and competitor catheters were used. The source literature reported that a total of 62 pts required evd revision or reinsertion procedures.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt info. Contact with the corresponding author has been unsuccessful in yielding additional info on individual events. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for evd procedures. Toma ak, camp s, et al. External ventricular drain inspection accuracy: is there a need for change in practice?. Neurosurgery 2009 december; vol.6, no. 6:1197-1201.